Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering the device illegible and non-interactive. There was no reported impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.